Manufacturer narrative:
Per evaluation by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "strobe not functioning", could be confirmed. The cause of the error can be attributed to random electronic component failure. The additional determined issues are independent from the reported failure of the customer. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that when attempting to use the strobe functionality, the unit does not register any information from the strobe mic. The facility does not regularly inspect the device unless there is a need to. It has been functioning normally when not using strobe. The flexible laryngoscopy could be completed successfully. The stroboscopy was not completed. No delay and no negative impact on state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).